Manufacturer narrative:
Patient's weight unknown/ not provided. Brand name unknown/ not provided. Device catalog number and lot number unknown/ not provided. Device 510(k) not provided.

Event description:
It was reported that during the dental surgery the driver did not engage correctly into the unknown biomet implant. Upon the follow-up doctor indicated that the driver worked correctly and alleges an implant damage drive feature. It was also reported that they were able to complete the procedure in same surgery with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 non-platform switched tapered implant was returned for inspection. The product shows signs of wear consistent with use, and debris about the threads and drive feature. The internal drive feature is confirmed to be damaged, with nicks and burrs about the internal hex. The malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D1: brand name. D2: type of the device. D4: device catalog number. G4: date received by manufacturer. G5: device 510(k) number. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.